Event description:
A user facility reported an unexpected outcome following an intraocular lens (iol implant procedure. An exchange is expected. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough info was provided from the account for further investigation. Add'l info has been requested. (B)(4).